Manufacturer narrative:
(B)(4). The device was reportedly retained by the explanting facility and was not available to be returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately 18 months later, the device was electively explanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that during a routine device check, device longevity displayed four and a half (4.5) years remaining. Approximately five months later, device longevity displayed two (2) years remaining. The patient was to be seen one month later. Technical services was consulted and recommended normal device follow up and monitoring. To date, no adverse patient effects were reported as a result of this clinical observation.